Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 9.458 mg/day, and 500 mcg/ml clonidine with a dose of 189.16 mcg/day and a max dose of 217.7 mcg/day via an implantable infusion pump for an unknown indication for use.  It was reported by the hcp that the patient was coming through the ER and being admitted for a pump motor stall. The patient had experienced acute withdrawal. The patient had the pump replaced on (B)(6) 2017. The interrogation pre-op was rushed so they did not get the logs but motor stall was indicated. A subsequent interrogation revealed that motor stall recovery occurred spontaneously and several motor stalls occurred on (B)(6)2017. The patient stated the motor stalls started happening several weeks ago with pump refills, but the pump would always restart on its own. The logs revealed the latest stall occurred on (B)(6) 2017 and spontaneously recovered during the procedure. No environmental/external/patient factors that may have led or contributed to the issue were known. It was reported the issue was resolved at the time of the report. It was noted the pump would be returned. The patient status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis identified that the alarm was out of specification due to an anomaly with the resonator. (B)(4). If information is provided in the future, a supplemental report will be issued.